Manufacturer narrative:
The leksell frame adaptor s/n (B)(6) has been returned to the manufacturing site for evaluation. The three plastic pieces were visually inspected, no visible damage was noted. No thread is visibly damaged. The three plastic pieces were disassembled and re-assembled to the leksell frame adaptor s/n (B)(6) without noted issue. The event described in the complaint is not confirmed. Based on the investigation performed, there was no failure detected, device operated within specification.

Event description:
A field service engineer (fse) was present to perform an applicative test on their microdrive holder on 27-feb-2020. A member of the navigation team pointed out an issue with their rosa leksell frame adaptor. One of the plastic piece on the frame adaptor has some internal structure problem because it has been difficult to screw the leksell bolt all the way down. A picture of this issue is loaded onto the rosa server. There are three of these plastic structures. The hospital team member and the fse tried placing all the leksell frame adaptor¿s bolts in each of the mentioned plastic structure and only one of themvseems to be an issue.

Manufacturer narrative:
(B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
A field service engineer (fse) was present to perform an applicative test on their microdrive holder on (B)(6) 2020. A member of the navigation team pointed out an issue with their rosa leksell frame adaptor. One of the plastic piece on the frame adaptor has some internal structure problem because it has been difficult to screw the leksell bolt all the way down. A picture of this issue is loaded onto the rosa server. There are three of these plastic structures. The hospital team member and the fse tried placing all the leksell frame adaptor¿s bolts in each of the mentioned plastic structure and only one of them seems to be an issue.